Event description:
It was reported that patient suffered a sudden pain in the heart area and received a patient alert for high, out of range pacing lead impedance. Trends showed increasing impedance over the last 12 months. Perforation was suspected, but not confirmed by diagnostic imaging, although it showed the lead was deep within the myocardium. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.